Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 67.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an instance where patient experienced multiple low sensor temperature alerts leading to sensor removal and replacement.